Event description:
A hospital nurse manager reported that a clip fixing device would not deploy from the clip connector as a physician attempted to clip an esophageal bleed during a procedure. The nurse was unable to observe if the hx-6ur-1 clip grabbed the tissue because of the blood around the site. She reported that the endoscopic clipping device was closed and removed from the scope without complications and a second clipping device was used with cauterization to arrest the patient bleeding and complete the case. Note that the manufacturer of the replacement device is unknown. There were no patient complications associated with the occurrence.